Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is a lay user/patient. The meter was requested for investigation. No evaluation testing has been performed; awaiting meter arrival.

Event description:
There was a complaint of display segments appearing faded when powering the meter on. The patient is able to see all the segments on the screen when tilting the meter.